Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not take insulin doses too close together, often referred to as stacking insulin.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer stacked bolues. The customer's blood glucose (bg) level subsequently decreased to 40's mg/dl range. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.